Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. While ablating in the left atrium, the patient's blood pressure dropped significantly. They confirmed via ultrasound that the patient had pericardial effusion. A pericardiocentesis was done and about one liter was removed from the patient. The patient was then transported to the operating room for a pericardial window surgical repair. The patient was stable when they went to the operating room and the drain was left in place. The patient is still in the operating room for surgery. The physician stated they are not sure how the event occurred. The physician feels the issue occurred in the left atrium. There was a spike in impedance noted on the left roof of the pulmonary vein. They were using an a thermocool® smart touch® sf bi-directional navigation catheter, pentaray catheter, soundstar catheter, a competitor's sheath, and a competitor's coronary sinus catheter for the procedure. The maximum wattage used for ablations was 35 watts. The reporter called back to update the amount of fluid removed from the patient as being 1.2 liters. The patient at that time was getting a repair of the left superior pulmonary vein. The patient at that time was still in the operating room. The impedance cut-off value was exceeded and therefore, the system would not let them continue with the ablation. Impedance was jumping from 150s to 200s constantly in this area. No ablation above impedance cut off value. 35 watts, highest impedance on ablation 186. The event was noticed during use of products. Physician opinion was that it was procedure, patient condition and anatomy related. Patient outcome at that time was improved. The patient required extended hospitalization because of the adverse event. Transseptal was performed and ablation was performed prior to event with no steam pop. The event occurred during ablation phase. Smart touch sf standard flow settings and the correct catheter settings were selected on the generator. The pump was switching from high to low on ablation. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The high impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious deterioration in state of health, or other significant adverse event, was remote.